Manufacturer narrative:
This report is filed, june 6, 2016. The implanted device remains in-situ.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in loose fixture.

Manufacturer narrative:
Per the clinic, it was reported that the patient's device was explanted on (B)(6) 2016. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
Correction: the correct brand name is: 'bia400 implant 4mm w abutment 12mm', not 'flange fixture and abutment' as previously reported. The correct common device name is cochlear baha connect system, not 'lxb' as previously reported. The correct 510(k) number is k121317, not 'k955713' as previously reported.